Event description:
The remb universal driver was sent for service and it ran on its own without activation during performance testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.